Event description:
It was reported "the luer-hub was falling off from the lumen". No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. The customer returned one single lumen catheter for analysis. Signs of use were observed within the extension line. Visual inspection of the catheter revealed the distal extension line separated directly adjacent to luer hub. Portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. The catheter length measured 202mm via calibrated ruler, which was within the specifications of 201.5-210.5mm per catheter product drawing. The distal extension line outer diameter (od) measured 2.132mm via calibrated micrometer, which was within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter (ID) measured 0.057" via calibrated pin gauge, or 1.4478mm, which is within the specifications of 1.42-1.50mm per product drawing. Functional inspection of the catheter could not be performed due to the nature of the damage. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. CAPA has been previously initiated under teleflex's quality system by the manufacturing site due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue was manufacturing related. Corrective actions were not implemented at the time of this report. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the luer-hub was falling off from the lumen". No patient harm was reported. The device was replaced. The patient's condition is reported as fine.